Event description:
Per summons: pt is an (B)(6) pt, had a PICC placed at hosp a prior to being transferred to hospital e. The progress notes indicate dc to ltac with PICC line for antibiotics for two weeks. Pt p would have been an excellent candidate for a midline or peripheral IV. Additionally, pt had a contraindication for placement of a PICC. While at hosp a on (B)(6) 2009, her bun was 60, her creatinine was 3.5. It is unlikely that the hosp a consent explains that the pt has a decreased possibility of having a dialysis fistula in the future in that vein. On (B)(6) 2009, pt's creatinine clearance of 14 ml/min and 13 ml/min, confirms that this pt had severe kidney disease. According to cms fistula first guidelines, pt should not have a PICC. When the pt developed swelling in the arm, duplex ultrasound of the right upper extremity revealed sonographic evidence of venous thrombosis extending proximally to the right subclavian vein. A right subclavian approach PICC was in place.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.